Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury.

Event description:
Additional information received and confirmed that the facility reported wrong information. The lens was not used. This is not a complaint.

Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a cataract surgery with intraocular lens (iol) implant procedure, vision of the patient was not improved and the cause was unknown. The iol was removed and replaced with another lens in a secondary procedure. No further information is expected.